Manufacturer narrative:
The complaint cannot be verified due to mishandling of the product. The soft component of the up buttons is damaged and restricted handling of the pump is a possible implication. As a result, moisture may enter the pump and damage the electronics. The up button is permanently active due to external mechanical damage; therefore, the other buttons do not respond to commands.

Event description:
Reporter stated a button on the infusion device does not function and the protective rubber is defective. No physiological effects were reported. The infusion device was requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).